Event description:
It was reported that the side-firing of fiber was noticed to have commenced forward firing at 31,826 joules during a prostate procedure. The case was completed with a second. Fiber. No harm to patient. This report concerns the second fiber.

Manufacturer narrative:
The product was from customer inventory. Reference MFR report # 2937094-2013-00561.